Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
It was reported during an angioplasty procedure, a pta balloon circumferentially ruptured (atms unknown) during the initial inflation at the venous anastamosis of a fistula. The health care provider reported that part of the balloon catheter detached but remained attached to the guidewire. The hcp further reported that the device was removed in its entirety, with difficulty, through the introducer sheath. Another device was reportedly used to complete the procedure. There was no reported consequence or impact to the patient.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 6mm x 40mm balloon. The segment contained the hubs, shaft, and the proximal base of the balloon. A complete circumferential rupture was observed 73.2cm from the strain relief to rupture. Marker band was found detached amongst the remaining balloon segment. No other anomalies noted to sample. Functional/performance evaluation: no functional testing could be performed due to the condition in which the sample was returned (i.e. Balloon detachment). Medical records review: no medical records have been made available to the manufacturer. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was returned. The investigation is confirmed for a complete circumferential balloon rupture and balloon detachment based upon the condition in which the sample was received. The investigation is also confirmed for marker band detachment, as the marker band was found detached amongst the returned sample. The investigation is inconclusive for sheath related retraction issues, as the sample was returned in poor condition and functional testing could not be performed. The balloon rupture likely contributed to the retraction issues along with the balloon detachment and marker band detachment. It is unclear if patient and/or procedural issues contributed to the event. However, based upon the available information the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath/guide catheter, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the introducer sheath/guide catheter and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and introducer sheath/guide catheter as a single unit. Use of the ultraverse 035 pta dilatation catheter: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place, and inflate the balloon to the appropriate pressure. Potential adverse reactions: additional intervention. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.